Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly but had an intermittent button response due to corroded keypad traces. There were no button error alarms. The insulin pump had a cracked case on the lcd display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a keypad anomaly. The blood glucose at the time of the incident was 335 mg/dl. The customer complained about getting button error alarms but could not clear them. Her blood glucose levels were high and she was not sure if she was getting insulin. Troubleshooting was not able to resolve the issue. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.